Event description:
Consumer complaint of blood result reading of "lo." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140 mg/dl fasting. Verified the strips expire 06/29/2017. Customer confirms the strips are stored properly and were first opened last week. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory: lo (B)(6) 2015 08:00 am fasting: yes. 157 mg/dl (B)(6) 2015 08:30 am fasting: yes; 152 mg/dl (B)(6) 2015 08:30 am fasting: yes; 114 mg/dl (B)(6) 2015 08:30 am fasting: yes; 168 mg/dl (B)(6) 2015 10:54 am fasting: yes. No adverse event reported.

Manufacturer narrative:
Internal report (B)(4). Returned test strips evaluated with "lo" results observed. Most likely root cause is black chemistry due to improper storage. No further investigation required.